Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported in a maude report for another manufacture's product that a strata nsc valve had been explanted due to shunt failure. According to the report, the device was replaced with another manufacture's device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.